Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of system log report was performed, and the following was confirmed: system serial #sl1227, event date (12/10/2024). Image(s) and/or video clip(s) associated with this reported event were not submitted for review.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the 8mm large suturecut needle driver instrument's cable was torn. No fragments fell into the patient. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing further inspection found no abnormally sharp or damaged components that may contribute. The complaint regarding a torn cable was confirmed by failure analysis. Common causes of a broken grip cable whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing.